Event description:
It was reported that balloon ruptured occurred. The procedure was indicated due to coronary artery disease (cad). Vascular access was obtained via right unspecified vessel. The 15 x 3.0mm, concentric, de novo, 75%-80% stenosed target lesion was located in a non tortuous and moderately calcified proxmial to mid left anterior descending (lad) artery. A 15mm x 3.0mm quantum maverick balloon catheter was advanced to predilate the lesion; however, during the second inflation, it was noted that the contrast medium was leaking and found that the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status is stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter with no other devices. There was blood in the inflation lumen. The distal tip was damaged. Microscopic examination of the balloon presented no irregularities in the balloon material. The device was soaked in a warm water bath for 7 days. An inflation device was used to attempt inflation with water; however, the balloon did not inflate even though the inflation device indicated pressure reached rbp. The device was examined microscopically a second time and there was still no evidence of any leaks or damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The procedure was indicated due to coronary artery disease (cad). Vascular access was obtained via right unspecified vessel. The 15 x 3.0mm, concentric, de novo, 75%-80% stenosed target lesion was located in a non tortuous and moderately calcified proximal to mid left anterior descending (lad) artery. A 15mm x 3.0mm quantum¿ maverick¿ balloon catheter was advanced to predilate the lesion however during the second inflation, it was noted that the contrast medium was leaking and found that the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
(B)(4).